Event description:
Complainant alleged that during a routine shift check by a clinician, the device's sync mode come on when the charge button is pressed. The complainant indicated that there was no patient involvement in the reported failure.